Event description:
It was reported that a patient on extracorporeal membrane oxygenation (ECMO) therapy transitioned from a rotaflow ECMO device (not a fresenius/ xenios product) to a novalung device with xlung kit. At the initiation of ECMO therapy on the xenios product, the pump head started making loud grinding noises and multiple parts were rattling/vibrating because they were loose. This occurred when the perfusionist increased the revolutions per minute (rpms) on the novalung device to above 7000 rpms. It was reported that the pump drive holder was not fully tightened, the compact holder (which the sensor box was on) was off to the side and not fully tightened, and the oxygen tank on the back was off to the side and seated incorrectly. All of the loose parts, which were confirmed to be set up incorrectly, were contributing to the loud rattling and vibrating noises. The pump was turned off and the parts were tightened, and subsequently, the rattling and vibrating stopped. Approximately 30-45 minutes later, when the patient was transported back to the intensive care unit (ICU) room from the operating room, a harsh grinding noise could still be heard coming from the pump head. After closely inspecting the set up, it was determined that the pump head was not properly seated in the pump drive. The inter-locking clamps were not flush (or completely closed). The xlung kit was exchanged for a new one, and treatment was restarted without incident. The grinding noise ceased once the new treatment began. There was no serious injury or adverse event due to the incorrect set up. The patient had a transient decrease in blood pressure which required increased doses of phenylephrine (levophed) for approximately 10 minutes. They also received 1 unit of packed red blood cells (rbc) and 500 ml of albumin. The patient was reportedly continuing support on the novalung device with no further complications. Although they had recovered from a covid-19 infection, they were continuing to recover from long term lung tissue damage. The patient has been on ECMO for approximately 36 days. Upon follow-up, it was reported that the issue was unrelated to any deficiency or malfunction of the novalung pump head, driver, or disposable kit. The physician/surgeon, the ECMO program manager, the lead ECMO specialists, and several bedside specialists all agreed that it was caused by use error in the set up. The disposable xlung set was reported to be available for manufacturer evaluation, and photos and videos were provided for review.

Manufacturer narrative:
The sample was not returned to xenios, the manufacturer, until 07/12/2021. Additional information: d4 the investigation is still in process and a supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on extracorporeal membrane oxygenation (ECMO) therapy transitioned from a rotaflow ECMO device (not a fresenius/xenios product) to a novalung device with xlung kit. At the initiation of ECMO therapy on the xenios product, the pump head started making loud grinding noises and multiple parts were rattling/vibrating because they were loose. This occurred when the perfusionist increased the revolutions per minute (rpms) on the novalung device to above 7000 rpms. It was reported that the pump drive holder was not fully tightened, the compact holder (which the sensor box was on) was off to the side and not fully tightened, and the oxygen tank on the back was off to the side and seated incorrectly. All of the loose parts, which were confirmed to be set up incorrectly, were contributing to the loud rattling and vibrating noises. The pump was turned off and the parts were tightened, and subsequently, the rattling and vibrating stopped. Approximately 30-45 minutes later, when the patient was transported back to the intensive care unit (ICU) room from the operating room, a harsh grinding noise could still be heard coming from the pump head. After closely inspecting the set up, it was determined that the pump head was not properly seated in the pump drive. The inter-locking clamps were not flush (or completely closed). The xlung kit was exchanged for a new one, and treatment was restarted without incident. The grinding noise ceased once the new treatment began. There was no serious injury or adverse event due to the incorrect set up. The patient had a transient decrease in blood pressure which required increased doses of phenylephrine (levophed) for approximately 10 minutes. They also received 1 unit of packed red blood cells (rbc) and 500 ml of albumin. The patient was reportedly continuing support on the novalung device with no further complications. Although they had recovered from a covid-19 infection, they were continuing to recover from long term lung tissue damage. The patient has been on ECMO for approximately 36 days. Upon follow-up, it was reported that the issue was unrelated to any deficiency or malfunction of the novalung pump head, driver, or disposable kit. The physician/surgeon, the ECMO program manager, the lead ECMO specialists, and several bedside specialists all agreed that it was caused by use error in the set up. The disposable xlung set was reported to be available for manufacturer evaluation, and photos and videos were provided for review.

Manufacturer narrative:
Plant investigation: the sample was returned to the manufacturer for physical evaluation. The pump head was observed for abnormalities and mounted on the drive of a test console for functional testing. The rinsed pump head was observed again for abnormalities. The pump head was mounted on the pump drive without problems, and no abnormalities were observed. The xlung kit was connected to the test console. Testing started at 1500 revolutions per minute (rpm) creating a flow of 1 l/min. The speed was gradually increased up to 10000 rpm. The speed was then reduced to 7000 rpm creating a flow of 8.4 l/min and p2 of 109 mmhg. At a constant speed, the counter pressure was increased by clamping the tube behind the pressure sensor for p2. No abnormal noise or rattling sound was observed during the test run. During the test, the flow was reduced to 0.0 (zero flow) resulting in pressure at p2 of 330 mmhg. No deviations or anomalies were found during evaluation of the manufacturing records. Upon completion of the sample evaluation, no product defect was found. The pump head did not show any visible defects, and no abnormalities were observed at the xlung kit or at the pump head during functional testing.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: upon review of the intake and follow up with the clinical support specialist, it was reported ECMO support for this patient in respiratory failure due to a covid-19 infection was transitioned from a rotaflow ECMO device (not a fresenius/ xenios product) to a novalung device with xlung kit on (B)(6) 2021. Following the initiation of the novalung device, a hospital perfusionist increased the pump drive to greater than 7000 revolutions per minute and the deltastream dp3 pump head presented with a grinding noise and vibration. It was found the pump head was not properly seated in the pump drive as the interlocking clamps were not fully engaged with the connection. The pump head was reseated, coupled to the pump drive, and the pump was restarted. Approximately 30 to 45 minutes after this event, the noise returned to the pump head and it was decided to exchange the xlung kit with a new one in the intensive care unit. Due to the exchange, the patient had a slight delay in ECMO support and presented with hypotension requiring a one-time dose of phenylephrine (unknown route and dose). Additionally, the patient required 500 ml of albumen and one unit of packed red blood cells to compensate for blood left in the exchanged xlung kit. The patient continues with ECMO support due to pulmonary tissue damage without further complications. The patient did not experience a serious injury or require medical intervention beyond the normal course of ECMO support. It was the contention of the clinical support specialist and hospital staff this event was predicated by an improper setup of the novalung console and the xlung kit with the deltastream dp3 pump head prior to the initiation of ECMO support. Additionally, it was confirmed this event was not due to a deficiency or malfunction of any fresneius/ xenios product(s) or device(s).

Event description:
It was reported that a patient on extracorporeal membrane oxygenation (ECMO) therapy transitioned from a rotaflow ECMO device (not a fresenius/ xenios product) to a novalung device with xlung kit. At the initiation of ECMO therapy on the xenios product, the pump head started making loud grinding noises and multiple parts were rattling/vibrating because they were loose. This occurred when the perfusionist increased the revolutions per minute (rpms) on the novalung device to above 7000 rpms. It was reported that the pump drive holder was not fully tightened, the compact holder (which the sensor box was on) was off to the side and not fully tightened, and the oxygen tank on the back was off to the side and seated incorrectly. All of the loose parts, which were confirmed to be set up incorrectly, were contributing to the loud rattling and vibrating noises. The pump was turned off and the parts were tightened, and subsequently, the rattling and vibrating stopped. Approximately 30-45 minutes later, when the patient was transported back to the intensive care unit (ICU) room from the operating room, a harsh grinding noise could still be heard coming from the pump head. After closely inspecting the set up, it was determined that the pump head was not properly seated in the pump drive. The inter-locking clamps were not flush (or completely closed). The xlung kit was exchanged for a new one, and treatment was restarted without incident. The grinding noise ceased once the new treatment began. There was no serious injury or adverse event due to the incorrect set up. The patient had a transient decrease in blood pressure which required increased doses of phenylephrine (levophed) for approximately 10 minutes. They also received 1 unit of packed red blood cells (rbc) and 500 ml of albumin. The patient was reportedly continuing support on the novalung device with no further complications. Although they had recovered from a covid-19 infection, they were continuing to recover from long term lung tissue damage. The patient has been on ECMO for approximately 36 days. Upon follow-up, it was reported that the issue was unrelated to any deficiency or malfunction of the novalung pump head, driver, or disposable kit. The physician/surgeon, the ECMO program manager, the lead ECMO specialists, and several bedside specialists all agreed that it was caused by use error in the set up. The disposable xlung set was reported to be available for manufacturer evaluation, and photos and videos were provided for review.

Manufacturer narrative:
Additional information: d9 plant investigation: a manufacturing review could not be performed because the product lot number is unknown. Other complaints were reported describing ¿noise¿ coming from the drive and/or pump head, and differing causes were concluded. However, until the product investigation is completed a cause cannot be determined. Per the available tracking information, a sample was received for evaluation. The investigation is in process and a supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on extracorporeal membrane oxygenation (ECMO) therapy transitioned from a rotaflow ECMO device (not a fresenius/ xenios product) to a novalung device with xlung kit. At the initiation of ECMO therapy on the xenios product, the pump head started making loud grinding noises and multiple parts were rattling/vibrating because they were loose. This occurred when the perfusionist increased the revolutions per minute (rpms) on the novalung device to above 7000 rpms. It was reported that the pump drive holder was not fully tightened, the compact holder (which the sensor box was on) was off to the side and not fully tightened, and the oxygen tank on the back was off to the side and seated incorrectly. All of the loose parts, which were confirmed to be set up incorrectly, were contributing to the loud rattling and vibrating noises. The pump was turned off and the parts were tightened, and subsequently, the rattling and vibrating stopped. Approximately 30-45 minutes later, when the patient was transported back to the intensive care unit (ICU) room from the operating room, a harsh grinding noise could still be heard coming from the pump head. After closely inspecting the set up, it was determined that the pump head was not properly seated in the pump drive. The inter-locking clamps were not flush (or completely closed). The xlung kit was exchanged for a new one, and treatment was restarted without incident. The grinding noise ceased once the new treatment began. There was no serious injury or adverse event due to the incorrect set up. The patient had a transient decrease in blood pressure which required increased doses of phenylephrine (levophed) for approximately 10 minutes. They also received 1 unit of packed red blood cells (rbc) and 500 ml of albumin. The patient was reportedly continuing support on the novalung device with no further complications. Although they had recovered from a covid-19 infection, they were continuing to recover from long term lung tissue damage. The patient has been on ECMO for approximately 36 days. Upon follow-up, it was reported that the issue was unrelated to any deficiency or malfunction of the novalung pump head, driver, or disposable kit. The physician/surgeon, the ECMO program manager, the lead ECMO specialists, and several bedside specialists all agreed that it was caused by use error in the set up. The disposable xlung set was reported to be available for manufacturer evaluation, and photos and videos were provided for review.